Event description:
It was reported that during a device upgrade procedure, the pulse generator was exposed to electrocautery which led to loss of output for thirty seconds. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.